Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article was received entitled " CT scan evaluation of glenoid component fixation: a prospective study of 27 minimally cemented shoulder arthroplathe literature article entitled, "CT scan evaluation of glenoid component fixation: a prospective study of 27 minimally cemented shoulder arthroplasties" written by a. Vidil, ph. Valenti, f. Guichoux, and j. H. Barthas published by european journal orthopaedic surgery traumatol (2013) published online 9 november 2012 was reviewed. The article's purpose was to evaluate the bone integration of the flanged central peg, using CT scan to measure bone ingrowth, and to show a correlation with good clinical results and longevity of the glenoid component. The focus of the article was specifically on the anchor peg glenoid. Cement manufacturer is not identified. All implants were depuy products. Depuy product: anchor peg glenoid, humeral component (cemented), humeral head (assumed). Adverse events: capsulitis and "low mobility" (treated with revision and note that patient "remained with a low mobility at revision" but not treated further - revision implants not identified). Pain (untreated and correlated with acromial metastasis of a prostate cancer). Radiographic findings of extensive radiolucent lines (attributed to "bad cementation "and noted "without failure of the prosthesis" at time of revision - revision implants not identified)sties .¿